Event description:
Handpiece overheated during a routine use and burned a male patient.

Manufacturer narrative:
Related report numbers: mw5163496 & mw5163496-1.

Manufacturer narrative:
Related report number: mw5163496-1.

Event description:
Handpiece overheated during a routine use and burned a male patient.

Manufacturer narrative:
Related report numbers: mw5163496, mw5163496-1, & mw5163496-2.

Event description:
Handpiece overheated during a routine use and burned a male patient.